Event description:
Device 2 of 5. Reference MFR report #1627487-2012-12355, reference MFR report #1627487-2012-12357, reference MFR report #1627487-2012-12358, reference MFR report #1627487-2012-12359. The pt reported a (B)(6) infection at the ipg site and the lead site. The pt also reported the entire system was explanted, followed by eight weeks of IV antibiotic treatment.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.